Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the investigation, the subject device has been manufactured over 21 years ago. As a result, the likely cause is deterioration and repeated use over that time. Another likely cause could be user-induced, such as excessive force, accidental drop or hitting throughout the duration of time.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. The power switch was found damaged with exposed internal components. The protective cover was damaged with a crack. The rear panel was found deformed. The air pressure was low due to a faulty air pump unit. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the power switch was not working on a maintenance unit. There was no patient involvement or injuries reported. No additional information has been obtained.